Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(4)) displayed mid:09 (air trap assembly) error message upon powering on. The user noticed liquid in the air trap block. The customer provided no further information. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) involved in the reported complaint will not be returned for evaluation because biomed resolved the issue by removing and cleaning the air trap block assembly to dry out the liquid covering the air trap sensor holes. The biomed tested the system, and it functioned as intended. The thermogard system was placed back into service for clinical use. Therefore, service was not required to be performed by zoll. A follow-up report will be submitted if the product is returned and the investigation has been completed.